Manufacturer narrative:
Investigation found a tear in the internal portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. The internal tear contributed to a failure to properly deliver insulin. Investigation also found the external portion of the soft cannula to be damaged. Due to the internal tear, it could not be observed how the external damage impacted the fluid path. The exact cause and timing of the damage could not be determined.

Event description:
It was reported the patients blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient changed the pod and did a bolus correction manual injection 10 units then after 2 to 3 hours gave manual injection 5 units.